Event description:
It was reported that the shock lead impedance measurements were found to be high out of range on this right ventricular (rv) lead. This was found to be a gradual rise. Technical services (ts) suggested further monitoring and noted that the likely cause was calcification. No adverse patient effects were reported. Currently, this lead remains in service.